Event description:
User allegedly had used her meter for three years. She was getting very high readings so customer service sent her test strips to fix the issue. The customer continues to receive high readings. Replacement meter sent.